Event description:
Customer reported a cracked and unresponsive touchscreen on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the pump needed replacement and was issued a replacement pump to ensure the continuous delivery of insulin. Technical support confirmed the customer's shipping address, provided storage mode instructions for transport, and instructed the return of the problematic pump using a pre-paid label and return box within ten days.